Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted and detached. Additionally, the distal housing was separated from the imaging core, and its cup was detached and found inside the detached section of the imaging window.

Event description:
Reportable based on device analysis completed on 20jan2025. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but when tested outside the patient, the connection was correct, yet no image was displayed. The procedure was completed with another of same device. The patient`s condition following the procedure was stable. However, device analysis revealed that the imaging window was twisted.